Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4, b1, b3, d1, d3, d4, g1, h6.

Event description:
Healthcare professional reported "right side deflation". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation" the device has been explanted.